Manufacturer narrative:
A navigator certain implant mount (msgiim4) was returned. Visual inspection of the as received products identified that the mount screw had fractured. Piece of the fractured screw was stuck in the implant. The mount had general signs of usage. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: biomet 3i restorative manual, instrm rev c 09/16 biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015 information identified: instructions for use of the recommended restoration are provided along with the appropriate torque values. In the case of certain low profile one-piece abutment it is recommended to torque at 20 ncm. Warning: mishandling of small components inside the patient¿s mouth carries risk of ingestion, aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. The complainant reported that the ¿screw portion of msgiim4 fractured off into the boss315 implant¿ and the tip of the screw removal tool fractured while attempting to remove the screw. The complaint was confirmed for the screw fracture through visual and physical inspection of the as received product. A root cause could not be identified for this complaint. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
The following section has been corrected due to MFR-0001038806-2017-00848-1 submitted on (B)(6) 2017 having the incorrect date received by manufacturer.

Manufacturer narrative:
(B)(4).

Event description:
Doctor reported that while performing a procedure to place and implant the implant mount screw fractured off inside of the implant and could not be removed after attempt. Doctor removed the implant and placed another implant during the same procedure.